Event description:
At the time of explant, the pump contained preservative free normal saline (pfns).

Event description:
It was reported that the patient was hospitalized in (B)(6) 2010 for an overdose after the drug in the pump changed from prialt to morphine. It was indicated that the patient experienced decreased respirations. The patient outcome was noted as "recovered without problem" but the patient did not want to try the therapy again and wanted the pump removed. The "pump has been running with saline" for two years. The pump was explanted on (B)(6) 2012. It was noted there was no injury and the patient was doing well. It was indicated that the drug in the pump was lioresal. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed no significant anomaly found; a non-significant indent was seen in the sutureless connector (sc) cup - did not affect infusion.

Manufacturer narrative:
Catheter model# 8709sc serial# (B)(4) implanted: (B)(6) 2009 explanted: (B)(6) 2011. Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.